Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from may 4, 2021 - may 6, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed fluid inside the bladder which suggested an under infusion may have occurred. As a result, the reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; approximately 15% remained in the device. This was observed during patient infusion. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.